Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that PICC was pulled out of patient and had a hole in the catheter near the 0cm mark. There was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact root cause is unknown. The product returned for evaluation was one 5 fr dual lumen powerpicc solo ft catheter. An initial visual observation showed use residue on the sample. A microscopic observation revealed a longitudinal split in the catheter tubing at the 0 cm depth marker. The edges of the split were observed to be straight and mostly even, and the fracture surfaces of the split were observed to be uneven and granular in texture. No specific evidence was seen during the investigation which supported a specific root cause of the observed damage. However, the damage location suggests that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.